Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to a recorded battery depletion alert. The health care professional (hcp) inquired on how to disable the beeping tones as the patient was noted to be terminal. Rhythmcare then provided those instructions. This device remains in service. No adverse patient effects were reported.